Event description:
It was reported that the right ventricular exhibited oversensing noise that lead to pacing inhibition. The lead was capped and replaced on (B)(6) 2025. It was also noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensig. The device was explanted and replaced. There were no patient consequences.